Event description:
Patient reported v-go's fall off after sweating. Patient stated he lost 2 v-gos, clarifying that they slipped off, minutes after he began sweating. Patient discarded reported v-go's.